Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was alleged, but was unable to be confirmed. The pace/sense part of rv lead was replaced and a new pace/sense lead was implanted to resolve the event. The patient was stable and will continue to be monitored.